Manufacturer narrative:
(B)(4). The field service engineer repaired the tv camera cable and distributor cable that were ripped out of the plugs. Ater testing the system, it is back in normal operation.

Event description:
Customer claims unit won't fluoro, is heating up, and had to be powered off.